Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation with the visualization of foam particles. In addition to the above findings, the device is to be scrapped.

Manufacturer narrative:
The manufacturer previously reported that a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation with the visualization of foam particles. In addition to the above findings, the device is to be scrapped. This report has been updated with the following corrected data which was inadvertently entered wrong in the first report. The corrected data is as follows; box g- "report source" has been corrected to "company representative"; box h "reason device not evaluated other" has been corrected to "evaluated by third party". Lastly, section h6 "evaluation method code grid" has been corrected to "evm-utp-01- analysis of information provided by user/third party" FDA c-code c139458. H3 other text : evaluated by third party